Manufacturer narrative:
The manufacturer requested the device be returned so that an engineering investigation could be performed, however, the customer did not want to release the device. Therefore, resmed is unable to confirm the alleged malfunction. There was no adverse event reported for this incident.

Event description:
A customer reported that a CPAP unit caught on fire.